Manufacturer narrative:
The reported events of high pacing lead impedance, high pacing threshold and fracture were not confirmed. A complete lead was returned in four pieces. Unable to perform lead impedance test due to the condition of the lead, as received. Electrical testing and x-ray examination did not find any indication of conductor fractures of internal shorts. Additional findings unrelated to the reported event: visual inspection of the lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
It was reported that high pacing impedance and high capture thresholds were observed on the right ventricular (rv) lead. A rv lead fracture was suspected. The rv lead was explanted and replaced. The patient was stable.